Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the ECG electrodes were non-functional. The root cause for the failure was the electrode belt trunk cable was bent causing intermittent connections. The root cause for the bent trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.